Manufacturer narrative:
The lot number of the received device is unknown. Therefore, the manufacturing and expiration dates are unavailable. The received used sample was confirmed to have an arterial tubing separation between the 24" tubing and the female luer. The end of the tubing had the presence of uv adhesive, however, it had a tacky feeling. The probable cause of the tubing separation was the uv adhesive not being fully cured during a manual manufacturing process.

Event description:
It was reported that the customer went to heparin lock their central lumen and found that the distal lumen was leaking blood. It was also reported that the transducer had come apart at the hub. The patient was reportedly settled and asleep for a long period of time and the cvc and infusion lines had not been moved. There was no harm to the patient reported. No additional information is available.